Manufacturer narrative:
Product reference 4430"ç ( is not cleared for sales in the USA, but its catheter is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since may 2017. Investigation: we are waiting for device pictures and copy of the x-rays pictures in order to perform an investigation and confirm the pinch-off syndrome as declared by the complainant. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter rupture at this time. With the x-ray pictures we will be able to confirm the pinch-off syndrome which is a known risk of access port implantation. The IFU alerts the user about this risk. The IFU's specify how to connect the catheter to the access port in order to avoid the risk of premature disconnection. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
On (B)(6) 2018: inserted celsite port. On (B)(6) 2018: during angiography, they found pinch-off occurred in catheter on (B)(6) 2018: removed celsite port.